Event description:
According to the reporter, "this pack contained qty (B)(4) component of cp-12a. Should only have qty (B)(4) of these components in the kit."

Manufacturer narrative:
The device was not returned. Production records were reviewed. The customer reported that they received one packet of p/n: cp-12a, lot: 250408226 that contained four units rather than three. There was no further information available and the product was not returned. Upon investigation into the production process, it was discovered that the internal specification document (ps-ut0001) was not followed. Quality alert crc-056-2025 was issued to reinforce adherence to this specification. There was no evidence that the device failed to meet specifications and the issue is limited to an additional device present in the pack. This issue will continue to be trended and monitored. This report and use of categorical definitions required by FDA 3500a does not constitute an admission by riverpoint medical or its employees that riverpoint medical or its employees has cause or contributed to the event described in the report. Riverpoint medical filed this information to comply with the medical device reporting regulation 21 cfr 803. If additional information is provided to riverpoint medical regarding this event, a supplementary 3500a form will be submitted as required by FDA.